Manufacturer narrative:
At this time, the device has not been returned. If additional information is received, this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited premature battery depletion. Based on remote monitoring data approximately two (2) months ago, there was six (6) months of battery life remaining on this device. However, when the current device check was performed, the device had reached elective replacement indicator (eri). As a result, this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned implantable cardioverter defibrillator (ICD) device was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
This supplemental report is being filed based on completion of device analysis.